Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The sample consist of one cassette product of p/n 21-7302-24 lot number unknown, and the sample was received in used conditions without its original packaging inside in a plastic bag. The cassette sample was received with an extension set p/n unknown and l/n unknown connected. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. According to the investigation, the pump tube was damaged between ffp arch and latch, also the pump tube was flat. Functional testing was performed by connecting the sample to a cadd legacy plus pump to look for unusual functions and an alarm without message was activated. The customer's reported problem was confirmed. According to the investigation the most probable root cause is during the bag loading operation the pump tube was not properly assembled, the pump tube was stretched. The problem source of the reported problem is assembly error during source manufacturing.

Event description:
Information was received indicating that after the patient successfully primed a smiths cadd cassette reservoirs - flow, it caused an occlusion alarm. The cassette was tried with a different pump and it was also not successful. There was no reported injury to the patient.